Event description:
Consumer complaint of high blood result. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from truetrack meter to freestyle meter; back to back blood test performed after meal produced test results of 292 mg/dl using truetrack meter and 187 mg/dl using freestyle meter. Verified storage of product is not within instructed specification since they are kept in living room. Test strip lot MFR's expiration date is 06/29/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 292mg/dl (B)(6) 2015 11:43am fasting: no; 190mg/dl (B)(6) 2015 07:28am fasting: yes; 218mg/dl (B)(6) 2015 06:14am fasting: yes; 125mg/dl (B)(6) 2015 07:25am fasting: yes; 389mg/dl (B)(6) 2015 07:47am fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from truetrack meter to freestyle meter; back to back blood test performed after meal produced test results of 292 mg/dl using truetrack meter and 187 mg/dl using freestyle meter. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 06/29/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:292mg/dl (B)(6) 2015 11:43am fasting:no. 2:190mg/dl (B)(6) 2015 07:28am fasting:yes. 3:218mg/dl (B)(6) 2015 06:14am fasting:yes. 4:125mg/dl (B)(6) 2015 07:25am fasting:yes. 5:389mg/dl (B)(6) 2015 07:47am fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.